Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized for diabetic ketoacidosis in (B)(6) while wearing the insulin pump. The high blood glucose may have been caused by kinked infusion set tubing. No further details were provided, and no products were returned or replaced.